Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that sometimes buttons not responding when first pressed and buttons stick down when pressed. The customer also reported that the insulin pump received battery life diminished, some batteries lasting less than 7 days, pump rejects some new batteries, scratches or damage on the display, rainbow effect making it hard to read and received unexplained and random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected insulin flow blocked alarms noted during testing. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. All buttons functioned properly. No damage noted to keypad assembly, and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Did not notice any scratches or any damage on the display nor did any rainbow effect occur during testing. (B)(4).